Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the clinic with symptoms of dizziness. Review of the implanted system revealed high out of range pacing impedances on the right ventricular (rv) channel of this pacemaker. The out of range impedances had resulted in a mode switch from bipolar to unipolar. The unipolar sensing resulted in noise oversensing and pacing inhibition, but the pacing inhibition did not cause any periods of asystole greater than 2 seconds in duration. The system was reprogrammed and the patient was discharged. A few days later the patient called with the same symptoms, and a device check revealed that another mode switch had occurred. Testing was performed in clinic and some noise was reproduced. The system was reprogrammed and the patient was scheduled for a lead revision. During the revision, this pacemaker was explanted and the competitors rv lead was surgically abandoned. No testing was performed during the revision. This pacemaker was accidentally discarded and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.